Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator was extruding through the incision. The generator was implanted in (B)(6) 2016. Cultures were taken of the area the day prior and the patient was put on medication (clindamycin). The generator was replaced on (B)(6) 2016 due to the extrusion. The generator started to extrude on (B)(6) 2016, and the generator was explanted on (B)(6) 2016. The extrusion was caused by the patient being only (B)(6) and not having much skin to fully close the incision over the generator. The new generator that was implanted was a smaller model. No further relevant information has been received to date.

Event description:
Culture results were reported to be negative, but an infection was present at the generator incision site. The incision site did not ever completely heal, and the physician believed that the cause of the generator extrusion was the infection. Debridement and irrigation was also performed due to the infection/extrusion. No further relevant information has been received to date.